Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 26 mmol/l. Customer reported that the insulin pump was on auto mode at the time of incident. Customer stated they had flu and due to that blood glucose was high. The device will not be returned for analysis.